Event description:
The pt received the scs system on (B)(6) 2010, which included 2 leads from the same lot. It was reported the pt is experiencing muscle spasms on his left side. The pt advised the spasms occur almost constantly. X-rays imaging revealed lead migration. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.